Manufacturer narrative:
To date, the incident sample has not been received for evaluation. The customer has been asked to provide details on, if this device was applied to patient tissue at the time of the reported incident, and how often the jaws of the device were cleaned. The customer has not responded. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the jaws of the ligasure atlas handpiece jammed. They could only be opened once.